Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se found that the keyboard adhesive was detaching from the graphic user interface (gui) display case. This allowed fluid to enter, under the keyboard printed circuit board (pcb). The se replaced the gui pcb keyboard to resolve the issue. The ventilator then passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator malfunctioned. The patient was transferred to another ventilator without harm.